Event description:
It was reported that the patient had a fractured svc coil and an alert was triggered for lead impedance out of range. A lead revision is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo.